Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2005. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly

Manufacturer narrative:
(B)(4): it was reported that the patient underwent vaginal sling/revision/excision on (B)(6) 2011. The patient underwent an interstim test on (B)(6) 2011. The patient received an interstim implant on (B)(6) 2011.